Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) was found to be in monitor only mode (device can detect but not deliver therapy) after a follow-up examination. The physician was reviewing the patient's chart the day after a follow-up visit and noted that the ICD was interrogated and was in monitor +therapy mode, but while the nurse was printing out the programmer report, she accidently hit the stat key once. She then pressed the divert bar so that no shock would be delivered, but the prinout showed that the ICD was now in monitor only mode. The patient was brought back in and it was confirmed that his ICD was in monitor only mode. The ICD was reprogrammed to monitor +therapy. A disk will be sent to cpi for analysis.